Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that black grit came out of a phacoemulsification tip during a procedure. The tip was replaced and the procedure was completed. The product sample was retained. There is no known patient harm at this time. Additional information has been requested but not received to date.

Manufacturer narrative:
One phaco tip sample was returned for evaluation for black grit coming out of the tip. No black grit material was returned with it. A review of the related device history records for the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A visual inspection of the phaco tip was performed and it was deemed nonconforming. The bevel was worn on the right bottom side. The anodizing was completely removed from the tip. Surgical material was present in the proximal inside diameter. No material was present in the distal inside diameter. The phaco tip was broken in the middle of the tip and no black grit was observed to be present. The customer's complaint could not be confirmed for black grid coming out of the phaco tip. No black grit material was observed anywhere inside or on the outside surface of the phaco tip. This evaluation could not determine the source or a reason for the presence of black grit. (B)(4).